Manufacturer narrative:
H3, h6: the device was evaluated in the field. No parts were replaced and the system functioned as intended. Codes b01, c19, and d14 are applicable. H3, h6, and b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the universal drill guide (udg) in question was not pulled from circulation and, as a result, another case was created for the same issue during a different surgery. During that case, it was found that covering one sphere on the tracker resolved the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.1.0, ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site encountered an alleged inaccuracy while in surgery. The surgeon noted that the ultrasound sonography (udg) was navigating 4-5 mm superior compared to actual location. The site noted that the other instruments in use navigated without issue. The site took a second navigated spin with no change. Site reverified udg with verification insert with no change. There was no impact on patient outcome and less than an hour of delay.